Manufacturer narrative:
Failure event observed during analysis. Final analysis found a partial lead with the distal tip measuring 50.1 cm was returned for analysis. External insulation abrasion breaching the optim sheath was noted at 49.4-49.7 cm from the distal tip consistent with lead friction to the device can.

Event description:
This report is to advise of an event observed during analysis.